Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found difficulty with sc catheter connector led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving compounded baclofen 500.0mcg/ml for a total dose of 62.45mcg/day via an implantable pump for intractable spasticity and stroke. It was reported at time of pump replacement on (B)(6) 2017, the pump connector would not release from the pump. The pump connector remained on the explanted pump. A catheter revision at pump connection was done. The reason for the catheter removal was due to adherence to the explanted pump. The pump was prophylactically removed to avoid in-vivo battery depletion. A rotor study was not performed. There was no patient injury/symptoms and the patient's status after the device was removed was the patient recovered without sequelae. The catheter tip was at t12. The proximal catheter was 112.5cm and the distal catheter was 19.6cm. The product was returned to manufacturer and can be disassembled for analysis. The event date was (B)(6) 2017. No further complications were reported/anticipated.